Manufacturer narrative:
(B)(4). The reported complaint of "display/uim reset" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the cpm board and cable assembly. Based on a review of the device history record (DHR), the product metspecification upon release; however, the specifications were not met during the complaint investigation due to the error. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "it was reported that "display/uim reset during patient use/no patient injury". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "it was reported that "display/uim reset during patient use/no patient injury". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)